Event description:
Hcp reported pt had catheter replaced due to migration and the pt experienced overdose requiring ICU admission for 24 hours. The pump was reduced to minimal rate and the dose was gradually increased over the past month.